Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 176 mg/dl. The customer stated that she thought the alarm was caused by the device having been in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.